Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Further analysis was performed on the main printed circuit board assembly. Visual inspection revealed no anomalies. Bench analysis found that when the eeprom (electrically erasable programmable read-only memory) was replaced, the device powered up normally. The log was reviewed showing an error. The eeprom can be corrupted if the device powers down during a write operation. Conclusion: corrupt eeprom.

Event description:
It was reported the device displayed an error code on the screen right out of box. The batteries were removed to try to drain device and the batteries were then reinserted; the device was started and it displayed the same error. Red battery was also indicated. The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the encoder nut torque was out of specification and five case screws were contaminated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.